Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cable boot was detached from camera, the insulation was removing from the cord. The camera head failed the leak test due to a puncture on cable. The cause of the complaint and the additional finding is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insulation of the camera head was removing from the cord during inspection for use. There were no reports of patient involvement.